Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the high voltage portion of the lead had low impedance measurements. The patient does not have a phone line at home so the unsuccessful wireless transmission occurred which caused the patient to be alerted. The clinician and the manufacture technical representative discussed the possible reasons for the low impedance. They also discussed further testing recommendations and closer monitoring recommendations. The lead remains in use. No patient complications have been reported as a result of this event.